Event description:
It was reported that during a pt incident, the device was charged up for a defibrillation shock and when the user attempted to deliver the shock, the device did not respond and failed to deliver the defibrillator shock. A backup device was brought in to continue pt therapy, with the same defibrillation electrodes. The pt did not survive.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The cause of the reported failure was determined to be due to a green crystalline substance on the contacts of the pcb mounted jack connector, designator j39 from the main keypad assembly. The substance was also noted on the mating cable mounted plug connector, designator p39. This substance caused the shock button to not function properly when pressed. A clinical review was performed and it was determined that the device use may have contributed to the outcome of the pt. The delay of defibrillation therapy was greater than 30 seconds; however, based on ECG evidence, defibrillation therapy was needed.